Event description:
It was reported that the patient reported having an euis right total knee replacement in 2004. Patient was revised to a total knee two months later.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.